Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead was inserted into the vein, but none of the vessels perforating superiorly were large enough to accept the lead. After extensive angiography and attempts at lead positioning, it was felt to be inappropriate to continue and that a thoracotomy lead placement would be more appropriate. Therefore, the lead was removed and the patient had a thoracotomy approach for lv lead placement. It was further reported that the patient's qrs morphology changes substantially due to a long atrial ventricular (av) delay and some evidence of fusion beats. It was also reported that there is evidence of t-wave oversensing (twos), causing some loss of biventricular capture. Therefore there was a programming change in the av delay and the ventricular lead remains in use. No patient complications have been reported as a result of this event.